Event description:
The customer reported via phone call indicating that the insulin pump had a weak battery alarm. Customer's blood glucose was unknown mg/dl. The customer was advised and explained alarm and possible causes. The customer also reported via phone call that she had a failed battery test. Customer's blood glucose was 106 mg/dl. After the troubleshooting was done, the customer was advised that we will ship replacement battery cap. Customer was advised to monitor insulin pump and call back with any other alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.